Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2025 the customer went to the hospital due to an increased blood glucose and diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.